Event description:
Additional information was received from the patient. They reported that they have contacted their doctor and noted the appointment date of "(B)(6) 2024 - surgery." The patient was asked to clarify the statement "the device was not working." Patient responded noting "battery was dead." Patient noted it was unknown if this issue was caused by normal battery depletion. The patient indicated that the cause of the device not working was determined and they noted the likely cause as being "5-year-old battery."

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they are trying to connect to the implanted neurostimulator to turn stim off for an MRI today, but they are getting the device not responding message. Patient stated they are not sure if the device is functioning properly. Agent attempted to guide patient through connecting to their implant, agent confirmed that they patient's communicator was not plugged in when trying to get connected, that they could feel the implant through their skin, and that they were holding the communicator vertical with their spine. Agent asked if there emi in the room, caller stated that there was only a camera and a tv. Agent had caller restart the handset and try again. Caller continued to get the device not responding message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed local medtronic representati ve for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.